Event description:
Ventilator was in c-pap mode. While suctioning pt, staff heard ventilator make a clicking sound. Screen went blank and displayed a message "vent inoperable". Pt was immediately removed from the vent and manually bagged while another ventilator was brought into the room. Ventilator was tagged and removed from service for evaluation.